Event description:
It was reported that the screw loosened. A new screw was placed to reduce occlusion and bruxism. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 08 aug 2019. B5: it was reported that the screw loosened. A new screw was placed to reduce occlusion and bruxism. There was no report of patient injury. G4: 05 aug 2019. The reported device was returned for evaluation.the screw could not be removed from the restoration. The reported condition of a screw that loosened could not be verified or confirmed. A device history record (DHR) review could not be performed, as the lot number associated with the reported device is not available. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the reported device dating back to 12 months. The complaint history review revealed that there are no existing non-conformances for the reported product. A definitive root cause could not be determined. Probable causes related to this event include customer error in screw torqueing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is being reported to report (B)(4). The reported device has been received for evaluation. The investigation has not yet begun, however. Once the investigation has been completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the screw loosened. A new screw was placed to reduce occlusion and bruxism. There was no report of patient injury.